Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. The complaint regarding a broken conductor wire was confirmed by failure analysis. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event. The probable root cause of a broken conductor wire can be attributed to instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury.